Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 (reason unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.